Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized in december due to diabetic reasons. Information was not verified. Customer was transferred due to buttons no feeling as if they were pressed. Agent advised customer that this issue does not warrant an insulin pump replacement. Customer was advised to call back in order to troubleshoot for high blood glucose. No further information provided.